Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but would not deploy from the delivery system. After depressing the plunger and attempting to rotate for deployment, the plunger broke. The patient had minor bleeding from pulling the capsule off of the esophagus. No further complications were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.